Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was externally shocked after experiencing syncope due to ventricular fibrillation (vf). It was suspected that fine vf was undersensed and therefore the device did not provide therapy. After investigation, some undersensing was confirmed, but diagnosis and therapy were still functioning as programmed. After consultation, the sensitivity was reprogrammed and anti-tachycardia pacing (atp) therapy was removed for optimization. No additional adverse patient effects were reported.